Event description:
Pt reported he was standing at work, he heard a "pop" sound in his left hip and went down. Transported via ambulance to the hospital east emergency department in 2009. X-ray revealed a fracture of the left femoral stem component at the junction of the neck. Pt was admitted due to catastrophic failure left total hip replacement due to broken femoral stem. Underwent revision surgery two days later.